Event description:
Broken where the welded ears are at the top, where the front riggings mount and also below where the actuator mounts. Daughter while in different room heard the wheelchair slam hard, doesn't know what he was doing but when she went into the room saw the actuator dangling. Dealer not sure how this is going to be handled or resolved, whether it will be replaced or sent in for repair.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date (B)(4) is approximately 1 year 4 months old. The owner's manual part number 1143190 rev. K (mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.